Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) had calibration issues (functional error). The electronic blender was not physically working. The device was not changed out. A setup delay occurred while a manual blender was arranged. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt.